Event description:
It was reported that the patients superion indirect decompression (ID) spacer became dislodged. It was noted that the physician is under a legal matter and complete information was not provided. Additional information was not able to be provided despite good faith effort.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.